Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunctions was confirmed. Based on the results of the investigation, a definitive root cause cannot be determined for either event. Event 1: a foreign material on the light guide lens of the distal end section; olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Event 2: the distal cover and distal end body had burns; the high energy endo therapy accessories such as laser and high frequency endo therapy accessories may have been used without maintaining enough distance from the tip of the endoscope. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): event 1: a foreign material on the light guide lens of the distal end section the subject event can be detected and prevented by implementing in according to the below IFU. Instructions for evis lucera gif/cf/pcf type 260 series operation manual chapter 3, ¿preparation and inspection¿ describes how to inspect for the event. Instructions for evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3, ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Event 2: the distal cover and distal end body had burns; the subject event can be detected and prevented by implementing in accordance with the below IFU. Instructions for gif-2tq260m operation manual chapter 3, ¿preparation and inspection¿ section 3.2, ¿inspection of the endoscope¿ ¿¦inspection of the endoscope¿ instructions for gif-2tq260m operation manual chapter 4, ¿operation¿ section4.2, ¿using endo therapy accessories¿ olympus will continue to monitor the field performance for this device.

Event description:
It was observed during the device inspection that the tip of the gastrointestinal videoscope lighting lens exhibited foreign objects, and the tip cover and body were burned. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.